Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to corroded battery tube. Pump received with pillowing keypad overlay. Test reservoir lock properly inside the reservoir tube.

Event description:
Information received by medtronic indicated that the insulin pump had crack and battery was corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.